Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge not detected notification occurred. The user started the load process over, successfully completed the load process, and resumed insulin delivery. The user's blood glucose level was 217 mg/dl.